Event description:
The customer obtained a non-reproducible, falsely elevated troponin I es result from a patient sample (patient = 0.130 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. The troponin result was reported from the laboratory, however, the affected sample was repeated and a corrected result was issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated troponin I es result was obtained from a patient sample while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue or a reagent issue contributed to the event. The investigation determined the patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue cannot be ruled out as potential contributing factor.